Event description:
The crx device was implanted on (B)(6) 2012 for treatment of a fractured clavicle. The pt, a young, healthy, male, non-smoker, was thought to be compliant following surgery. He did not heal and sought care from a different physician. The explanting physician removed the crx in (B)(6) 2012 because of the non-union and replaced it with plate and screw fixation. Healing occurred in 6 weeks. The explanting physician stated he believes the crx nail size utilized may have been too long and may have been improperly placed. If the implant was too long for the prepared canal, the cross screw could not be placed properly or omitted. The cross screw was not present during explantation. The lateral locking cross screw is necessary to fasten the implant to the lateral segment and hold the fracture in place to keep it from distracting or rotating.

Manufacturer narrative:
A sonoma orthopedic products distributor requested a standard and advanced implant removal tray for a case on (B)(6) 2012. A f/u with the distributor on (B)(4) 2012 revealed the removal was for treatment of a non-union and took place after the canceled date. The pt was revised with a clavicle plate. Multiple attempts were made to contact the explanting physician and determine whether the device may have caused or contributed to serious injury. On (B)(6) 2012, he replied with info reasonably suggesting that the sonoma device may have caused or contributed to the non-union leading to revision surgery. The IFU and surgical technique guide provide warnings/precautions about non-unions and instructions on how to properly select the correct implant size and states that a locking screw must be put in place to hold the fracture in position to lead to fracture union, respectively. Based on the info provided by the explanting surgeon, the fracture failed to lead to union because the implanting surgeon: may have used too long of an implant and failed to fasten the implant with a locking screw. Sonoma orthopedic products, inc distributes removal kits as an aid to the removal of its temporary fracture repair implants. This MDR is solely attributed to knowledge of a removal through the order of a custom removal kit.